Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating. Subsequently, it was reported that the pump intermittently shut down unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose level was 415 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Reportedly the customer continued to use the pump for insulin therapy.